Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('6 weeks of hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight decreased ("down 7 lbs"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and weight decreased outcome was unknown. The reporter considered medical device removal and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, weight loss. Amendment: the report was amended for the following reason: coding request: rep = down 7 lbs; previously coded to weight gain, was recoded to weight loss. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('6 weeks of hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("down 7 lbs"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the weight increased was resolving. The reporter considered medical device removal and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, weight gain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.